Manufacturer narrative:
Awaiting return of device for laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety core status. Review of stored memory verified that the device experienced two system faults, a power on reset, and three oscillator mismatch faults during the time electrocautery was being used. These faults caused the device to go into safety core. Laboratory technicians removed the device from safety core status and conducted a comprehensive series of automated diagnostic tests to verify the performance of device memory, pacing, defibrillation and recording functions. The device performed as expected for each test. Of note, teligen devices have been specifically designed such that if three system resets occur within a timeframe of approximately 48 hours, the device will enter safety core. The behavior of this ICD is consistent with devices that have reverted to safety core due to faults occurring as a result of electrocautery.

Event description:
Boston scientific received information that that this local representative contacted technical services to report that this patient had been presented to the electrophysiology (ep) laboratory for a scheduled pocket revision procedure. During the use of electrocautery, the device reverted to safety core mode. The physician elected to explant and replace device. Subsequently, boston scientific received information that this local representative contacted technical services again to ask if fault codes could be use to determine why the device reverted to safety core. Technical services discussed safety core following the use of electrocautery. Technical services suggested that the local representative review the q4 2010 product performance report (safety core - electrocautery devices in worldwide malfunction table).